Event description:
It was reported that during a urology treatment procedure, a balloon leak occurred. The target lesion was in an unspecified ureteral location. A 8/75 10 cc liwg kit had been selected to treat the target lesion. The balloon catheter had been advanced to the target lesion. While attempting to inflate the balloon with the inflation device contained in the kit, it was noticed that the balloon leaked contrast. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".